Event description:
During removal, the temporary fixation pin broke and stuck in the plate. The plate and two screws had to be removed in order to retrieve the broken piece of the fixation pin. There was 10-30 minutes additional surgery time.

Manufacturer narrative:
Device history record reviewed. Only a portion of the device was returned. Review of the device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.